Event description:
On (B)(6) 2015 it was reported that the patient's generator would be returned for product analysis. The generator was received for product analysis on (B)(6) 2015. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. Review of the generator device history records confirmed that the generator passed all tests. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that the vns patient was having unspecified issues at the generator site for the past two months and that the patient's generator recently began extruding from the generator site. It was noted that the patient was very thin. The patient's device was tested and showed normal device function. The patient underwent surgery on (B)(6) 2015 to explant the generator. No infection was present and the lead was left implanted. No further information relevant to the event has been received to date.